Manufacturer narrative:
PMA/510k #: estimated only. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft was implanted in a patient in (B)(6) 2017; however it was reported that during a follow up visit approximately 6 months post implant an unknown type endoleak was observed. It was reported that the endoleak was still present during another visit approximately 9 months post index procedure. The patient reported symptoms of pain and a sensation of pressure building within the aortic aneurysm which is reportedly increasing in size. No additional clinical sequalae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.